Manufacturer narrative:
The customer has indicated that the product is being retained at the facility and will not be returned for evaluation. However, engineering evaluation is being conducted on product on product from the same lot number as the discrepant product. The lot number of the device is known and a review of the device history record will be performed. Device evaluation on product from same lot. This report is based on information supplied to us without our independent verification as to its' accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that the guide wire tip separated and became lodged into the vessel while the wire was being removed from the patient. The physician inserted a dilatation balloon and dilated the vessel. The physician removed the dilatation balloon and pulled back on the guide wire. At that time, the tip separated and became lodged in a small side branch of the coronary artery. The attempt was made to remove the tip segment but was unsuccessful. The tip segment remained inside the patient. The decision was made to leave the detached tip inside the patient and to monitor for additional days at the hospital. The patient had no issues and was released. The patient is reported to be fine.